Event description:
Pt suffered cardiopulmonary arrest. When defibrillator monitor turned on, there was no visible wave pattern on the scope of defibrillator. Unknown death attributed directly or indirectly to failure of equipment since pt had cardiopulmonary arrest prior to event.